Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to faulty CPR uni padz. The CPR uni padz was scrapped and a replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.